Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pain: pelvic"), ectopic pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): ectopic pregnancy"), device breakage ("device breakage/ device breakage noticed after hysterectomy"), device dislocation ("malposition of essure device location of device"), vaginal haemorrhage ("abnormal bleeding (vaginal), long lasting with clots"), menorrhagia ("abnormal bleeding( menorrhagia), long lasting with clots") and fibromyalgia ("autoimmune disorder: unspecified/autoimmune disorder:fibromyalgia") in a 33-year-old female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's past medical history included gravida ii, parity 2 (B)(6) 2003, (B)(6) 2009) and cystoscopy. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included low back pain (chronic), panic disorder, hemorrhoids, vulval candida, premenstrual syndrome, menometrorrhagia, intra-abdominal bleeding, uterine bleeding, ovarian cyst, polymenorrhoea, libido decreased and pelvic adhesions. Concomitant products included anovlar (microgestin) since (B)(6) 2015 and eugynon (lutera-28) since (B)(6) 2013 for contraception, prazosin for post-traumatic stress disorder as well as alprazolam (xanax), lamotrigine, ondansetron (zofran) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 20115, 5 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), mood swings ("hormonal changes: unspecified/hormonal changes describe: mood swings"), tooth fracture ("dental problems/ broken teeth had to get bridge"), the first episode of alopecia ("hair loss/ loss of hair (thinning)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches / severe headaches- throbbing"), nausea ("nausea/ nauseated"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse) painful sex"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss / loss of hair (thinning)"), hormone level abnormal ("hormonal changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), visual impairment ("vision/eye problems : unspecified"), eye disorder ("vision/eye problems : unspecified"), muscle spasms ("neurological conditons or problems type: charlie horses/ leg spasm"), anxiety ("high anxiety/ anxiety"), reproductive tract disorder ("reproductive system disorder conditons or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), cystitis ("infection(bladder/ urinary tract/vaginal)"), urinary tract infection ("infection(bladder/ urinary tract/vaginal)"), hot flush ("flashes"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), constipation ("gastrointestinal and digestive system condition-constipation"), pain ("pain entire body"), vomiting ("threw up a lot") and blood potassium decreased ("low potassium"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy(partial) with bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (dnc), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth fracture, allergy to metals, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, hormone level abnormal, bladder disorder, urinary tract disorder, visual impairment, eye disorder, anxiety, reproductive tract disorder, vaginal infection, urinary tract infection, hot flush, fungal infection, depression, vomiting and blood potassium decreased outcome was unknown and the mood swings, muscle spasms, constipation and pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, blood potassium decreased, constipation, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, reproductive tract disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram 24-aug-2010, impression: 1. Both fallopian tubes remain patent despite placement of the essure devices 2. Incidental vascular intravasation on the right. Hysterosalpingogram 27-dec-2010, impression: bilateral fallopian tube occlusion secondary to essure. On 24-aug-2010 : placement of the essure devices. 2.incidental vascular intravasation on the right. On 22-may-2015, the ultrasound 2 weeks ago showed a right ovarian cyst and uterus 8.9 x 4.9 x 3.8 cm, ro cyst 2.1 x 1.7x 1.8 cm. On 03-dec-2015, us showed normal findings with uterus 8.9x 4.9 x 3.8 cm with ro simple cyst 2.1cm. On 08-dec-2018, surgical/tissue report: specimen: a uterus, cervix, bilateral tubes preoperative: dysmenorrhea diagnosis: uterus, bilateral tubes: uterus with proliferative endometrium, essures present in uterotubal junction, two small sub serosal leiomyomas and unremarkable cervix. Fallopian tubes, bilateral, each with no diagnostic abnormality. Current weight as of 05-jun-2018 : 128 lbs. Concerning all the injuries reported in this case , the following ones were confirmed in patient's medical record: pelvic pain, nausea, vomiting, dysmenorrhea, anxiety, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pain: pelvic'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage): ectopic pregnancy'), device breakage ('device breakage/ device breakage noticed after hysterectomy'), perforation ('malposition of essure device location of device/ of essure device location of device: right side was tilted but not broken/perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal), long lasting with clots'), menorrhagia ('abnormal bleeding( menorrhagia), long lasting with clots') and nausea ('nausea/ nauseated') in a 33-year-old female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's medical history included gravida ii, parity 2 ((B)(6) 2003, (B)(6)2009), cystoscopy and chronic respiratory disease. *hysterosalpingogram 24-aug-2010, impression: both fallopian tubes remain patent despite placement of the essure devices. Incidental vascular intravasation on the right. On (B)(6) 2010 : placement of the essure devices. 2.incidental vascular intravasation on the right. On (B)(6) 2015, us showed normal findings with uterus 8.9x 4.9 x 3.8 cm with ro simple cyst 2.1cm. On (B)(6) 2018, surgical/tissue report: specimen: a uterus, cervix, bilateral tubes. Preoperative: dysmenorrhea. Diagnosis: uterus, bilateral tubes: uterus with proliferative endometrium, essures present in uterotubal junction, two small sub serosal leiomyomas and unremarkable cervix. Fallopian tubes, bilateral, each with no diagnostic abnormality. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included low back pain (chronic), panic disorder, hemorrhoids, vulval candida, premenstrual syndrome, menometrorrhagia, intra-abdominal bleeding, uterine bleeding, ovarian cyst, polymenorrhoea, libido decreased and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (lutera) since (B)(6) 2013 and ethinylestradiol;norethisterone acetate (microgestin) since (B)(6) 2015 for contraception, prazosin for post-traumatic stress disorder as well as alprazolam (xanax), clozapine (klopin), lamotrigine, medroxyprogesterone acetate (depo provera), ondansetron (zofran) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder: unspecified/autoimmune disorder:fibromyalgia"), nausea (seriousness criterion hospitalization), mood swings ("hormonal changes: unspecified/hormonal changes describe: mood swings"), tooth fracture ("dental problems/ broken teeth had to get bridge"), the first episode of alopecia ("hair loss/ loss of hair (thinning)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches / severe headaches- throbbing"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse) painful sex"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), the second episode of alopecia ("hair loss / loss of hair (thinning)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), visual impairment ("vision/eye problems: unspecified"), eye disorder ("vision/eye problems : unspecified"), muscle spasms ("neurological conditons or problems type: charlie horses/ leg spasm"), anxiety ("psychological psychiatric problem: high anxiety/ anxiety depress when I was in public"), reproductive tract disorder ("reproductive system disorder conditons or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), cystitis ("infection(bladder/ urinary tract/vaginal)"), urinary tract infection ("infection(bladder/ urinary tract/vaginal)"), hot flush ("flashes"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), constipation ("gastrointestinal and digestive system condition-constipation"), pain ("pain entire body"), vomiting ("threw up a lot"), post-traumatic stress disorder ("ptsd") and malaise ("I have been ill for the last almost 5 years") and was found to have weight increased ("weight gain/loss(which one speicfy) weight gain 30 ibs"), hormone level abnormal ("hormonal changes: unspecified") and blood potassium decreased ("low potassium"). The patient was treated with surgery (ablation, dnc, hysterectomy with bilateral salpingectomy and hysterectomy(partial) with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, perforation, vaginal haemorrhage, menorrhagia, fibromyalgia, nausea, tooth fracture, allergy to metals, female sexual dysfunction, migraine, headache, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, hormone level abnormal, bladder disorder, urinary tract disorder, visual impairment, eye disorder, anxiety, reproductive tract disorder, vaginal infection, urinary tract infection, hot flush, fungal infection, depression, vomiting, blood potassium decreased, post-traumatic stress disorder and malaise outcome was unknown and the mood swings, muscle spasms, constipation and pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, blood potassium decreased, constipation, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hormone level abnormal, hot flush, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, perforation, post-traumatic stress disorder, reproductive tract disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Essure did not worsened a previously existing injury/condition. 3 coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: both fallopian tubes remain patent despite; on (B)(6) 2010: results: bilateral fallopian tube occlusion secondary to es. Ultrasound scan - on (B)(6) 2015: result: right ovarian cyst and uterus 8.9 x 4.9 x 3.8 cm, ro cyst 2.1 x 1.7x 1.8 cm. Concerning all the injuries reported in this case , the following ones were confirmed in patient's medical record: pelvic pain, nausea, vomiting, dysmenorrhea, anxiety, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "device dislocation updated to perforation" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pain: pelvic'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage): ectopic pregnancy'), device breakage ('device breakage/ device breakage noticed after hysterectomy'), perforation ('malposition of essure device location of device/ of essure device location of device: right side was tilted but not broken/perforation'), vaginal hemorrhage ('abnormal bleeding (vaginal), long lasting with clots'), menorrhagia ('abnormal bleeding( menorrhagia), long lasting with clots') and nausea ('nausea/ nauseated') in a 33-year-old female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's medical history included gravida ii, parity 2 (B)(6) 2003, (B)(6) 2009), cystoscopy and chronic respiratory disease. Hysterosalpingogram (B)(6) 2010, impression: 1. Both fallopian tubes remain patent despite placement of the essure devices. 2. Incidental vascular intravasation on the right. On (B)(6) 2010 : placement of the essure devices. 2.incidental vascular intravasation on the right. On (B)(6) 2015, us showed normal findings with uterus 8.9x 4.9 x 3.8 cm with ro simple cyst 2.1cm. On (B)(6) 2018, surgical/tissue report: specimen: a uterus, cervix, bilateral tubes. Preoperative: dysmenorrhea. Diagnosis: uterus, bilateral tubes: uterus with proliferative endometrium, essures present in uterotubal junction, two small sub serosal leiomyomas and unremarkable cervix. Fallopian tubes, bilateral, each with no diagnostic abnormality. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included low back pain (chronic), panic disorder, hemorrhoids, vulval candida, premenstrual syndrome, menometrorrhagia, intra-abdominal bleeding, uterine bleeding, ovarian cyst, polymenorrhoea, libido decreased and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (lutera) since (B)(6) 2013 and ethinylestradiol;norethisterone acetate (microgestin) since (B)(6) 2015 for contraception, prazosin for post-traumatic stress disorder as well as alprazolam (xanax), clozapine (klopin), lamotrigine, medroxyprogesterone acetate (depo provera), ondansetron (zofran) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder: unspecified/autoimmune disorder:fibromyalgia"), nausea (seriousness criterion hospitalization), mood swings ("hormonal changes: unspecified/hormonal changes describe: mood swings"), tooth fracture ("dental problems/ broken teeth had to get bridge"), the first episode of alopecia ("hair loss/ loss of hair (thinning), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), migraine ("migraines"), headache ("headaches / severe headaches- throbbing"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse) painful sex"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), the second episode of alopecia ("hair loss / loss of hair (thinning), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), visual impairment ("vision/eye problems : unspecified), eye disorder ("vision/eye problems : unspecified, muscle spasms ("neurological conditons or problems type: charlie horses/ leg spasm"), anxiety ("psychological psychiatric problem: high anxiety/ anxiety depress when I was in public"), reproductive tract disorder ("reproductive system disorder conditions or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal), cystitis ("infection(bladder/ urinary tract/vaginal), urinary tract infection ("infection(bladder/ urinary tract/vaginal), hot flush ("flashes"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), constipation ("gastrointestinal and digestive system condition-constipation"), pain ("pain entire body"), vomiting ("threw up a lot"), post-traumatic stress disorder ("ptsd") and malaise ("I have been ill for the last almost 5 years") and was found to have weight increased ("weight gain/loss(which one specify) weight gain 30 ibs"), hormone level abnormal ("hormonal changes: unspecified") and blood potassium decreased ("low potassium"). The patient was treated with surgery (ablation, dnc, hysterectomy with bilateral salpingectomy and hysterectomy(partial) with bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, perforation, vaginal hemorrhage, menorrhagia, fibromyalgia, nausea, tooth fracture, allergy to metals, female sexual dysfunction, migraine, headache, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, hormone level abnormal, bladder disorder, urinary tract disorder, visual impairment, eye disorder, anxiety, reproductive tract disorder, vaginal infection, urinary tract infection, hot flush, fungal infection, depression, vomiting, blood potassium decreased, post-traumatic stress disorder and malaise outcome was unknown and the mood swings, muscle spasms, constipation and pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, blood potassium decreased, constipation, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hormone level abnormal, hot flush, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, perforation, post-traumatic stress disorder, reproductive tract disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, visual impairment, vomiting, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Essure did not worsened a previously existing injury/condition. 3 coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: both fallopian tubes remain patent despite; on (B)(6) 2010: results: bilateral fallopian tube occlusion secondary to es. Ultrasound scan - on (B)(6) 2015: result: right ovarian cyst and uterus 8.9 x 4.9 x 3.8 cm, ro cyst 2.1 x 1.7x 1.8 cm. Concerning all the injuries reported in this case , the following ones were confirmed in patient's medical record: pelvic pain, nausea, vomiting, dysmenorrhea, anxiety, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pain: pelvic'), ectopic pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage): ectopic pregnancy'), device breakage ('device breakage/ device breakage noticed after hysterectomy'), device dislocation ('malposition of essure device location of device/ of essure device location of device: right side was tilted but not broken'), vaginal haemorrhage ('abnormal bleeding (vaginal), long lasting with clots'), menorrhagia ('abnormal bleeding( menorrhagia), long lasting with clots'), fibromyalgia ('autoimmune disorder: unspecified/autoimmune disorder:fibromyalgia') and nausea ('nausea/ nauseated') in a 33-year-old female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's medical history included gravida ii, parity 2 (B)(6) 2003, (B)(6) 2009), cystoscopy and chronic respiratory disease. *hysterosalpingogram (B)(6) 2010, impression: 1. Both fallopian tubes remain patent despite placement of the essure devices 2. Incidental vascular intravasation on the right. On (B)(6) 2010 : placement of the essure devices. 2.incidental vascular intravasation on the right. On (B)(6) 2015, us showed normal findings with uterus 8.9x 4.9 x 3.8 cm with ro simple cyst 2.1cm. On (B)(6) 2018, surgical/tissue report: specimen: a uterus, cervix, bilateral tubes. Preoperative: dysmenorrhea. Diagnosis: uterus, bilateral tubes: uterus with proliferative endometrium, essures present in uterotubal junction, two small sub serosal leiomyomas and unremarkable cervix. Fallopian tubes, bilateral, each with no diagnostic abnormality. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included low back pain (chronic), panic disorder, hemorrhoids, vulval candida, premenstrual syndrome, menometrorrhagia, intra-abdominal bleeding, uterine bleeding, ovarian cyst, polymenorrhoea, libido decreased and pelvic adhesions. Concomitant products included ethinylestradiol;levonorgestrel (lutera) since (B)(6) 2013 and ethinylestradiol;norethisterone acetate (microgestin) since (B)(6) 2015 for contraception, prazosin for post-traumatic stress disorder as well as alprazolam (xanax), clozapine (klopin), lamotrigine, medroxyprogesterone acetate (depo provera), ondansetron (zofran) and sertraline hydrochloride (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), nausea (seriousness criterion hospitalization), mood swings ("hormonal changes: unspecified/hormonal changes describe: mood swings"), tooth fracture ("dental problems/ broken teeth had to get bridge"), the first episode of alopecia ("hair loss/ loss of hair (thinning)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches / severe headaches- throbbing"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse) painful sex"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), the second episode of alopecia ("hair loss / loss of hair (thinning)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), visual impairment ("vision/eye problems : unspecified"), eye disorder ("vision/eye problems : unspecified"), muscle spasms ("neurological conditions or problems type: charlie horses/ leg spasm"), anxiety ("psychological psychiatric problem: high anxiety/ anxiety depress when I was in public"), reproductive tract disorder ("reproductive system disorder conditions or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), cystitis ("infection(bladder/ urinary tract/vaginal)"), urinary tract infection ("infection(bladder/ urinary tract/vaginal)"), hot flush ("flashes"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), constipation ("gastrointestinal and digestive system condition-constipation"), pain ("pain entire body"), vomiting ("threw up a lot"), post-traumatic stress disorder ("ptsd") and malaise ("I have been ill for the last almost 5 years") and was found to have weight increased ("weight gain/loss(which one specify) weight gain 30 ibs"), hormone level abnormal ("hormonal changes: unspecified") and blood potassium decreased ("low potassium"). The patient was treated with surgery (ablation, dnc, hysterectomy with bilateral salpingectomy and hysterectomy(partial) with bilateral salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, fibromyalgia, nausea, tooth fracture, allergy to metals, female sexual dysfunction, migraine, headache, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, hormone level abnormal, bladder disorder, urinary tract disorder, visual impairment, eye disorder, anxiety, reproductive tract disorder, vaginal infection, urinary tract infection, hot flush, fungal infection, depression, vomiting, blood potassium decreased, post-traumatic stress disorder and malaise outcome was unknown and the mood swings, muscle spasms, constipation and pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, blood potassium decreased, constipation, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hormone level abnormal, hot flush, malaise, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, post-traumatic stress disorder, reproductive tract disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Essure did not worsened a previously existing injury/condition. 3 coils on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: both fallopian tubes remain patent despite; on (B)(6) 2010: results: bilateral fallopian tube occlusion secondary to es. Ultrasound scan - on (B)(6) 2015: result: right ovarian cyst and uterus 8.9 x 4.9 x 3.8 cm, ro cyst 2.1 x 1.7x 1.8 cm. Concerning all the injuries reported in this case , the following ones were confirmed in patient's medical record: pelvic pain, nausea, vomiting, dysmenorrhea, anxiety, menorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet and social media received. Product information details updated. Events: ptsd, I have been ill for almost 5 years were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pain: pelvic"), ectopic pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): ectopic pregnancy"), device breakage ("device breakage/ device breakage noticed after hysterectomy"), device dislocation ("malposition of essure device location of device"), vaginal haemorrhage ("abnormal bleeding (vaginal), long lasting with clots"), menorrhagia ("abnormal bleeding( menorrhagia), long lasting with clots") and fibromyalgia ("autoimmune disorder: unspecified/autoimmune disorder:fibromyalgia") in a 33-year-old female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2003, (B)(6) 2009) and cystoscopy. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included low back pain (chronic), panic disorder, hemorrhoids, vulval candida, premenstrual syndrome, menometrorrhagia, intra-abdominal bleeding, uterine bleeding, ovarian cyst, polymenorrhoea, libido decreased and pelvic adhesions. Concomitant products included anovlar (microgestin) since (B)(6) 2015 and eugynon (lutera-28) since (B)(6) 2013 for contraception, prazosin for post-traumatic stress disorder as well as alprazolam (xanax), lamotrigine, ondansetron (zofran) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia (seriousness criterion medically significant), mood swings ("hormonal changes: unspecified/hormonal changes describe: mood swings"), tooth fracture ("dental problems/ broken teeth had to get bridge"), the first episode of alopecia ("hair loss/ loss of hair (thinning)"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches / severe headaches- throbbing"), nausea ("nausea/ nauseated"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse) painful sex"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss / loss of hair (thinning)"), hormone level abnormal ("hormonal changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), visual impairment ("vision/eye problems : unspecified"), eye disorder ("vision/eye problems : unspecified"), muscle spasms ("neurological conditons or problems type: charlie horses/ leg spasm"), anxiety ("high anxiety/ anxiety"), reproductive tract disorder ("reproductive system disorder conditons or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), cystitis ("infection(bladder/ urinary tract/vaginal)"), urinary tract infection ("infection(bladder/ urinary tract/vaginal)"), hot flush ("flashes"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("depression"), constipation ("gastrointestinal and digestive system condition-constipation"), pain ("pain entire body"), vomiting ("threw up a lot") and blood potassium decreased ("low potassium"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy(partial) with bilateral salpingectomy (bilateral removal of fallopian tubes)), surgery (dnc), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, fibromyalgia, tooth fracture, allergy to metals, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, hormone level abnormal, bladder disorder, urinary tract disorder, visual impairment, eye disorder, anxiety, reproductive tract disorder, vaginal infection, urinary tract infection, hot flush, fungal infection, depression, vomiting and blood potassium decreased outcome was unknown and the mood swings, muscle spasms, constipation and pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, blood potassium decreased, constipation, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, eye disorder, fatigue, female sexual dysfunction, fibromyalgia, fungal infection, headache, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain, pelvic pain, reproductive tract disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vomiting, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram (B)(6) 2010, impression: both fallopian tubes remain patent despite placement of the essure devices incidental vascular intravasation on the right. Hysterosalpingogram (B)(6) 2010, impression: bilateral fallopian tube occlusion secondary to essure. On (B)(6) 2010 : placement of the essure devices. 2.incidental vascular intravasation on the right. On (B)(6) 2015, the ultrasound 2 weeks ago showed a right ovarian cyst and uterus 8.9 x 4.9 x 3.8 cm, ro cyst 2.1 x 1.7x 1.8 cm. On (B)(6) 2015, us showed normal findings with uterus 8.9x 4.9 x 3.8 cm with ro simple cyst 2.1cm. On (B)(6) 2018, surgical/tissue report: specimen: a uterus, cervix, bilateral tubes preoperative: dysmenorrhea diagnosis: uterus, bilateral tubes: uterus with proliferative endometrium, essures present in uterotubal junction, two small sub serosal leiomyomas and unremarkable cervix. Fallopian tubes, bilateral, each with no diagnostic abnormality. Current weight as of (B)(6) 2018 : 128 lbs. Concerning all the injuries reported in this case , the following ones were confirmed in patient's medical record: pelvic pain, nausea, vomiting, dysmenorrhea, anxiety, menorrhagia, vaginal discharge. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet and medical record received. Added events: hot flush, fungal infection, muscle spasms, anxiety, depression, constipation, pain, vomiting, blood potassium decreased. Concomitant conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pain: pelvic"), ectopic pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): ectopic pregnancy"), device breakage ("device breakage"), device dislocation ("malposition of essure device location of device"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and autoimmune disorder ("autoimmune disorder: unspecified") in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude; fallopian tube". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2003, (B)(6) 2009). Previously administered products included for an unreported indication: depo-provera on (B)(6) 2009. Concurrent conditions included anxiety, low back pain (chronic) and panic disorder. Concomitant products included anovlar (microgestin) since (B)(6) 2015 and eugynon (lutera-28) since 28-feb-2013 for contraception as well as alprazolam (xanax), ondansetron (zofran) and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), the first episode of hormone level abnormal ("hormonal changes: unspecified"), tooth disorder ("dental problems"), the first episode of alopecia ("hair loss"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), the second episode of hormone level abnormal ("hormonal changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), gastrointestinal disorder ("gastrointestinal or digestive system conditions: unspecified"), visual impairment ("vision/eye problems : unspecified"), eye disorder ("vision/eye problems : unspecified"), nervous system disorder ("neurological conditons or problems: unspecified"), mental disorder ("psycological or psychiatric conditons or problems: unspecified"), reproductive tract disorder ("reproductive system disorder conditons or problems : unspecified"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), cystitis ("infection(bladder/ urinary tract/vaginal)") and urinary tract infection ("infection(bladder/ urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, autoimmune disorder, tooth disorder, allergy to metals, female sexual dysfunction, migraine, headache, nausea, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, weight increased, the last episode of alopecia, the last episode of hormone level abnormal, bladder disorder, urinary tract disorder, gastrointestinal disorder, visual impairment, eye disorder, nervous system disorder, mental disorder, reproductive tract disorder, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased, the first episode of alopecia, the first episode of hormone level abnormal, the second episode of alopecia and the second episode of hormone level abnormal to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff developed ectopic pregnancy which resulted in termination of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion,; on an unknown date: failure to occlude fallopian tubes. Current weight 128 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns adult patient. Her demographic details were updated. Her historical condition/medication and concurrent condition were added. Lab data was updated. Essure indication was added. Essure insertion date was updated. Concomitant medication was added. Following hormonal changes: unspecified, abnormal bleeding (vaginal, menorrhagia) - ablation,) ectopic pregnancy, allergic or hypersensitivity reaction type: unspecified, infection, (bladder/ urinary tract/vaginal) type: unspecified, apareunia (inability to have sexual intercourse), infection (other): unspecified, psychological or psychiatric problems condition: unspecified, autoimmune disorder type of disorder: unspecified, malposition of essure device location of device: unspecified, bladder or urinary problems or changes: unspecified, migraines / headaches, reproductive system disorder or condition type of disorder or condition: unspecified, nausea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.